Event description:
Tech alleged that the brake casters did not hold in the brake mode on the left foot caster.

Manufacturer narrative:
Tech found the caster was worn. He replaced the brake caster and the brakes functioned properly. The stretcher was on the ground floor and there were no alleged injuries.